Manufacturer narrative:
A non-sterile orbit mini complex fill 3.5x9 was received coiled inside of a plastic bag. The hypotube was inspected and no damages were noted on it. The introducer was found zipped without damage. The support coil and the gripper were found inside of the introducer, just the head piece of the embolic coil was found attached to the gripper. Some waves were found on the product but may have occurred during the handling of the unit when returned because it was noted that there were no kinks or bends on the device. Note: in the same plastic bag a prowler 14 was received coiled and no obvious damages were noted on it. The gripper and the headpiece with some loops of coil were inspected under microscope. The gripper presented no damages. The soldered section between headpiece and the coil loops was not fractured so this means that the solder had a good adhesion to the headpiece. The outer diameter (od) from the delivery tube was measured and was found within specification. Actual hypotube od 0.0127¿; specification: 0.0130" (+0.0000 / -0.0005); actual body fusion od 0.0148¿; specification: max od 0.0156"; the support coil od 0.0138¿; specification: max od 0.0156"; the distal fusion od .0151¿¿; specification: max od 0.0156". The received prowler 14 micro-catheter was flushed using a lab sample syringe (nipro) and after that the received device (orbit mini complex fill 3.5x9) was introduced into the involved micro-catheter and it advanced smoothly initially, then resistance was felt and additional force was applied on the delivery tube and the rest of the embolic coil came out from the distal tip of the prowler 14 micro catheter. The embolic coil was found stretched. A review of the manufacturing documentation associated with this lot 17105108 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer that the system experienced resistance/friction was confirmed. The failure experienced by the customer appears was due to the broken/stretched condition noted on the embolic coil found inside of the received micro catheter. However this defect could not be related to the manufacturing process and procedural factors appear to have contributed to have this damage. Neither the analysis nor the DHR suggest that the failure reported by the customer could be related to the manufacturing process; additionally inspections are in place that prevent these kinds of failures leaving from the facility. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
The product has been forwarded to codman for evaluation and testing, however, the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time. (B)(4).

Event description:
The contact from the facility reported that resistance was felt when the coil (637mf3509/17105108) was delivered through the prowler 14 microcatheter (details unknown). The patient's aneurysm was 3.9x7.8 mm. The coil was the third coil in the procedure. The coil and microcatheter were withdrawn and a new coil was used to complete the procedure. Other coils passed through the microcatheter before and after the resistance. It is unknown what part of the microcatheter the resistance was felt. There was no report of patient injury. There was no significant delay to the procedure as a result of the issue. There were no kinks or bends in the microcatheter or coil delivery system. An adequate continuous flush was maintained through the microcatheter.